Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device fired multiple clips and malformed clips. The surgeon was able to use the device to complete the procedure. There was no patient consequence.